Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon was due to faulty inner board due to moisture. It was observed that the image was briefly gone. In addition, the iris did not light up and can no longer be adjusted. The device has suffered severe moisture damage and various circuit boards have been affected (dp board, dx board, cp board, cm board and the board set affected). The mentioned boards all have to be replaced due to moisture. The video connector was also affected by the moisture and no longer had a grip for camera heads. The video connector needed to be replaced. Other incoming inspection findings identified were as follows: nbi function cannot be selected; image has changed and has a blue cast; white balance is not possible. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii video system center image was briefly gone, and the image has a blue cast. Additionally, the device iris could not be adjusted, and the narrow band imaging (nbi) could not be selected. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation in olympus (B)(6). The evaluation confirmed the reported event of image issue due to printed circuit board and front panel switch failure. Additionally, the video connector was damaged due to moisture. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.